Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer plugged in the pump to charge after the battery had completely depleted. After customer showered, an attempt was made to reconnect to the pump and a malfunction alarm occurred. Reportedly, the customer's blood glucose (bg) level was impacted (382 mg/dl). Customer administered an inulin injection and bg level improved to 170 mg/dl. Customer reverted to manual injections for management of bg levels.